Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the script was completed with limited information. Potential causes of new pain are improper placement of the stimulator, improper waa programming parameters, migration, inference from a non-stimwave device and change in posture or proximity of electrode to target nerve resulting in stimulation of nerves outside of the target nerve. The stimulator is used to treat pain. The cause of increased pain is unknown/no problem found.

Event description:
The patient reported their knee was hurting worse while wearing the wearable antenna assembly. The patient declined additional attempts to reprogram the device and wants the device explanted. The explant procedure is scheduled for (B)(6) 2021.